Manufacturer narrative:
Country of origin is (B)(6). The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. Based on the information provided by the initial reporter, additional discrepant results were identified. The meter results were 2.3 inr and 1.5 inr and the time-frame between these results were unknown. On (B)(6) 2019 the meter result was 1.0 inr and the laboratory result was 2.0 inr. The time-frame between these results were unknown. The patients meter result was low which prompted the hospital to send the patient to the laboratory. The patients therapeutic range was not provided.